Manufacturer narrative:
Section a4: account reported not obese. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Device evaluation: a field service engineer (fse) visited site and replaced the beam steering module (bsm). System performing to specification. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there was a slit motor failure that occurred during the procedure on (B)(6) 2025 on left eye. The treatment stopped with a few seconds in and the system wanted to set fluence. The patient was ok with no injury. At a later date, additional information was received from the account where it was reported that they were unable to proceed with treatment on that day and the doctor completed the treatment on (B)(6) 2025. Post-operatively patient visual acuity is 20/25 but is not happy with results. Patient's pre and post op best corrected visual acuity (bcva) ¿ pre op-- 20/20 both eyes (ou) - post op 20/25- right eye (od) 20/30 left eye (os).

Manufacturer narrative:
Correction: section h4: in initial report, the manufacturer date provided was inadvertently reported as 07/30/2005, however the correct date is 04/30/2003. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.